Event description:
After delivering a build for a needle in which the extractor arm could not withdraw the needle (needed help from user), the extractor was propelled forward to "set up" its position to allow connection to the next needle. After going forward a few centimeters, the extractor suddenly revered direction and retracted approximately 1 cm. The position of the extractor arm ended up too far inferior to allow connection to the next needle, without any error being recognized by the seedselectron. The user then abandoned use of the seedselectron, and finished the treatment with the ets.

Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigating is completed more detail and the conclusion will be provided.